Event description:
Customer reported an issue with the panorama central station, which may have affected ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep observed the problems and found no problem when telepacks were placed on the stimulator.